Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and vegetation on the lead and valve. There were no additional adverse patient effects reported. The rv lead remains in service.